Manufacturer narrative:
The device has been received, but an evaluation has not been completed; therefore, a failure analysis is not available, and the relationship between this device and the cause of this event is undetermined. A review of the complaint database did not reveal any additional complaints reported for the same lot. The april 2008 15-month initial g-tube enteral feeding product family trend report, inclusive of all failure modes, was reviewed and no unfavorable trend was noted.

Event description:
An endovive standard peg kit was used during a feeding tub placement procedure on a male patient (age, weight unknown) in 2008. According to the complainant, "during preparation the scalpel was in the locked position [when taken] out of the package". "The physician completed [the procedure with another safety scalpel device]". No patient complications were reported as a result of the event.